Event description:
It was reported the patient had an infection in their left chest where the implantable neurostimulator (ins) was placed. The ins pocket site was red with a small incisional wound opening. Drainage was noted at the superior portion of the pocket. The ins and extension was removed and the lead remained implanted. Cultures were obtained of the pocket site. The patient was started on intravenous antibiotics and admitted to the hospital. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0hz1f, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0fca2, implanted: (B)(6) 2014, product type: lead. (B)(4).